Manufacturer narrative:
(B)(4). One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no defects. The device was tested on simulated tissue medium as well as porcine kidney tissue, with multiple seals on vessels of various sizes. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. A review of the device history records for this lot could not be performed because a lot number is not available. Factors during use of the product may affect tissue sealing quality. The instructions included with this product contain tissue sealing recommendations as well as troubleshooting.

Manufacturer narrative:
(B)(4). Date of initial report: 06/15/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal when activated. An end tone indicating a completed seal was heard, but when the tissue was cut minor bleeding of less than 250cc occurred.